Event description:
Healthcare professional reported "capsule rupture", "free fluid between internal quadrants" and "rupture of capsule". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: e1: state: (B)(6). Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.